Event description:
At end of procedure scrub tech asked rptr what to do with broken 1/4" cvd osteotome then stated it broke inside pt during left hip arthroscopy. Pt wheeled to pacu on stretcher. Dr aware and left hip x-ray taken in pacu.